Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During the procedure, it was reported that the balloon was damaged during inflation. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. (B)(6). Phone number: (B)(6). Fax number: (B)(6). Block h6: imdrf device code a0406 captures the reportable event of balloon damaged/defective in an unknown anatomy location.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. Block h6: imdrf device code a0406 captures the reportable event of balloon damaged/defective in an unknown anatomy location. Block h11: investigation results. The returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found that the catheter was kinked, and the balloon was detached and not returned. Evidence of a mechanical cut in the catheter (in the balloon section) was noted. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon damaged was not confirmed. The returned device showed evidence of a catheter kink. The balloon was detached, and evidence of a mechanical cut in the catheter (in the balloon section) was noted. The detached balloon was not returned. It was possible that the damage found in the returned device occurred due to procedural factors; the manner in which the device was handled and manipulated may have caused the encountered damages. Additionally, excessive manipulation of the device without enough care could have induced the problem found. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During the procedure, it was reported that the balloon was damaged during inflation. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.